Event description:
It was reported that a pt underwent a posterior lateral fusion procedure using rhbmp-2/acs. Five days post-op, the pt was taken back into surgery to evacuate a seroma that was under pressure.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.